Event description:
It was reported that an infection occurred at the pacing site. After implanting a new lead on the left side, there was no capture when a magnet was placed on the device. Upon interrogation, no pacing was observed. During the revision, the system was tested but when the lead was connected to the device, the impedance measured greater than 2000 ohms. A new device was used because a set screw issue was suspected. The same high impedance and loss of capture occurred with the new device. The new device and the lead remain in use programmed to 5v at 0.7ms. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) no anomalies were found. There was grommet damage and a set screw rounded.